Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system was not communicating with the axiem box. It was discovered that the communication cable between the two was not connected, customer was instructed to connect it properly. This did not solve the issue. They then unplugged the emitter cable from the axiem and re-seated it. From this point, they restarted the system, and an active connection was established. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.